Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 96 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient had a pump replacement performed on (B)(6) 2018 and the patient developed an infection. The pump was explanted on (B)(6) 2018-jun 25. The patient was implanted with a new pump on (B)(6) 2018. There were no known environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. No further complications were reported.